Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Based on the information provided and results of the investigation, cook has concluded that the procedure contributed to this incident. As reported, the user felt resistance when removing the phoenix rotation catheter from the complaint device, and the inner of the liner of the sheath came out with the atherectomy device as it was removed. It is suspected that during removal of the phoenix rotation catheter, the device became stuck and tore the inner liner of the introducer upon forced removal. It was previously reported that a CAPA was open to address this failure mode; however, a CAPA is not currently open for this device and failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer name and address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified left to right cross-over procedure, the inner lining of a flexor high-flex ansel guiding sheath separated. An unknown 35 millimeter wire was used for access and the user reported "asf probed". The complaint device was inserted and another manufacturer's atherectomy device was removed after removal of stenosis. As the user attempted to remove the complaint device, it was difficult to remove over the wire guide. The transparent membrane of the inner sheath reportedly came loose in the patient; however, the separated material was removed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested, but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d10, d11, h3 d11: terumo 35 wire, 4fr merritt support catheter, 2.4 phoenix rotation atherectomy device summary of event: as reported, during an unspecified left to right cross-over procedure, the inner lining of a flexor high-flex ansel guiding sheath separated. An unknown 35 millimeter wire was used for access and the user reported "asf probed". The complaint device was inserted and another manufacturer's atherectomy device was removed after removal of stenosis. As the user attempted to remove the complaint device, it was difficult to remove over the wire guide. The transparent membrane of the inner sheath reportedly came loose in the patient; however, the separated material was removed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 21aug2020. The device will not be returned. The patient had a history of diabetes and ¿pavk¿. The anatomy was normal. Access was obtained from the left groin and a contralateral approach was used, over the bifurcation, to reach the right superficial femoral artery. The complaint device and dilator were inserted over another manufacturers wire guide. The dilator was removed, and another manufacturer¿s 4 french support catheter was inserted into the device. The 0.035-inch wire guide was removed, and an unknown 0.014-inch wire was inserted through the support catheter. The support catheter was then removed, and a 2.4 french atherectomy device was inserted into the complaint device, over the 0.014-inch wire. After treatment, as the atherectomy device was removed, resistance was encountered. A transparent membrane of the sheath came out with the atherectomy device. All portions of the device were removed from the patient. The patient is reportedly ¿ok¿. Investigation evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complainant did not return the complaint device to cook for investigation; however, images of the complaint device were provided. The images show that the inner lining was completely removed from the flexor sheath. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The information provided upon review of the dmr, DHR, dhf, IFU and customer provided images suggest no evidence that the device was manufactured out of specification, or that there are nonconforming devices in-house or in the field. The product IFU contains instructions and warnings for advancement and removal of the flexor sheath. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be established. A CAPA is currently open to address this failure mode. The risk analysis for this failure mode was reviewed and no additional action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 21aug2020. The device will not be returned. The patient had a history of diabetes and ¿pavk¿. The anatomy was normal. Access was obtained from the left groin and a contralateral approach was used, over the bifurcation, to reach the right superficial femoral artery. The complaint device and dilator were inserted over another manufacturers wire guide. The dilator was removed, and another manufacturer¿s 4 french support catheter was inserted into the device. The 0.035-inch wire guide was removed, and an unknown 0.014-inch wire was inserted through the support catheter. The support catheter was then removed, and a 2.4 french atherectomy device was inserted into the complaint device, over the 0.014-inch wire. After treatment, as the atherectomy device was removed, resistance was encountered. A transparent membrane of the sheath came out with the atherectomy device. All portions of the device were removed from the patient. The patient is reportedly ¿ok¿.